Manufacturer narrative:
Additional information. The pump and associated equipment were not returned. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A user facility report was received from the (B)(6) registry stating: "patient found down in car by emts after running out of battery life. On review of controller, the vad had been off for 45 minutes."

Event description:
Additional information. It was reported that the patient's system controller is not available and even if log files were downloaded, they are not available any longer.

Manufacturer narrative:
Approximate age of device - 2 years, 8 months. The attached user facility report (B)(4) was received from the (B)(6) registry. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.